Event description:
It was reported to medtronic neurosurgery that the pt's previous strata valve was explanted.

Manufacturer narrative:
The product was not returned. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.